Manufacturer narrative:
(B)(4). Date sent 4/21/2025. D4 batch #887c20. Corrected data d4: UDI# investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the knife exposed until distal end. The reload was received fully fired with the swing tab in the locked position. Further analysis shows that the reload pan was bent and it has some scratches, it was removed and a small white piece was found inside the reload pan. This condition dis not allow to return the knife. The white piece was removed, the pan was reinserted and the knife returned as expected. No functional test was performed. The event reported was confirmed and it is related to improper use of the device due to the damage found in the pan. It is possible that the knife exposed noted on the reload is consistent with the white piece found inside the channel causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 887c20, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent 3/31/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: how was the knife returned to its home position? Was the device locked on tissue? If yes, how was the device removed? Did the device eventually open? Was the device not able to be removed and subsequently the tissue was cut? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colostomy closure, the knife did not return at the 1st firing. The doctor felt that something was different from usual during firing. It was used on ileum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. No health hazards occurred for either medical staffs or patients. -there were no problems with the staple formation.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2025. Additional information was requested, and the following was obtained: 1. How was the knife returned to its home position? => unk. 2. Was the device locked on tissue? => unk. 3. If yes, how was the device removed? => unk. 4. Did the device eventually open? => unk. 5. Was the device not able to be removed and subsequently the tissue was cut? => unk.